Manufacturer narrative:
Device not received for evaluation yet.

Event description:
It was reported that during the procedure the stent (subject device) was detached from the delivery wire before reaching the target area. The stent was left inside patient, therefore there was no medical intervention. There were no clinical consequences to the patient reported during event.

Manufacturer narrative:
Updated: h4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the retriever was not attached to the returned unit and it was found the shaft coil was kinked and the core wire and shaft coil proximal junction was intact. The stent section was not returned. Performance testing was not performed due to the condition the device was received. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is probable that anatomical factors encountered during the procedure contributed to the reported stent retriever becoming loose and being unable to remove the stent from the patient causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported and observed issues.

Event description:
It was reported that during the procedure the stent (subject device) was detached from the delivery wire before reaching the target area. The stent was left inside patient, therefore there was no medical intervention. There were no clinical consequences to the patient reported during event.